Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: clinical der states that ae received for intraoperative complication of femoral bone fracture. Event meets the definition of serious. Event is probably related to both device and procedure. Treatment includes orif with wire fixation of small non-displaced calcar fracture. Event is resolved. Update (B)(6), 2017. Medical records reviewed. Primary operative note indicates the patient received a left press-fit total hip arthroplasty due to primary osteoarthritis endstage left hip. An intraoperative complication of small calcar crack, non-propagating, was sustained during the procedure. Operative notes indicate there was a very slight crack posteriorly proximally in the posterior calcar / femoral neck. It did not propagate. The surgeon notes he exposed this and it propagated within the femoral neck but did not go below this. He goes on to say that placement of cerclage wire was performed and was very tight. The stem has excellent rotation and axial stability. He felt it was still very adequate to bear weight on, with the exception of torsional stress precautions. No new information that would impact MDR reportability. Updated (B)(6), 2017. / / investigation method: / / investigation summary:

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical der states that ae received for intraoperative complication of femoral bone fracture. Event meets the definition of serious. Event is probably related to both device and procedure. Treatment includes orif with wire fixation of small non-displaced calcar fracture. Event is resolved.